Event description:
Per the surgeon's report, the electrode array of this patient's device migrated. The surgeon performed a revision surgery (date unknown) to reinsert the electrode array. Although the patient was able to use the device after this revision, the patient requested a new device. The surgeon explained the device on 1/12/2006 and reimplanted a new one on the same day.